Manufacturer narrative:
(B)(4). Physio-control evaluated the device and verified the reported defibrillation charging issue. Physio-control replaced the therapy pcb assembly and observed proper device operation through functional and performance testing. The device was then returned to the customer for use.

Event description:
It was reported that the customer's device would not complete a defibrillation charge cycle. When charging the defibrillation energy, the device would not stop at the selected joule amount, and it would appear as if its continuing the charging cycle. The device would not be available for defibrillation energy delivery. There was no patient use associated with the reported issue.